Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a total laparoscopic hysterectomy, the subject device was used. Short circuit error occurred. The user continued the procedure. After about 2 hours of use, the tip of the subject device was broken off and fell inside the patient . The fragment was retrieved. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation for the subject device, omsc confirmed that the probe was broken off.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 14 mm from the distal end. The probe had a mark contacted with the grasping section. The fracture surface of the probe showed that crack developed. The grasping section had a mark contacted with the probe. The tissue pad of the subject device was worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Also, it was known that the probe was cracked when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of the grasping section, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.